Manufacturer narrative:
Additional information provided in g.1., g.2., h.3., h.6., and h.10. A company iii injector sample was not received at the manufacturing site for evaluation for the report of the lens was damaged due to faulty injector; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot record reviews could not be conducted. Because an injector sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) was damaged due to a faulty delivery system. There was no reported patient contact and the procedure was completed the same day. Additional information was requested.